Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged and leaking. The leak was noticed during use. The minicap transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. One actual used sample was received for analysis with a minicap on the dark blue connector. A visual inspection was performed with the naked eye and magnification, and the minicap was noted to be cracked. Functional testing was performed which included leak testing, clear passage test, and clamp function test. Leak testing was performed and a leak was noted through the connection between the received minicap and the set. The cracked minicap was replaced with a lab minicap and no leak was noted. The reported condition of a damaged/leaking transfer set was not verified. There was an additional issue noted of a leak through the cracked minicap, which will be addressed separately. Should additional relevant information become available, a supplemental report will be submitted.